Event description:
A facility reported that the plunger on the bottom of the mayfield modified skull clamp (a1059) needs to be replaced. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the lock had movement.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new parts. Unit received without the plunger cap. Unit was machined to have heli-coils added to large starburst threads. Root cause analysis: the reported complaint was confirmed. Evaluation showed that the lock had movement and a residue buildup is present. The unit needs repair, and replacement of worn and damaged parts. General maintenance and cleaning required. Unit exceeds its expected life of 7 years (manufactured in 2012). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.